Event description:
It was reported that the patient notifier had triggered for high impedance. No apparent explanation in the rise in impedance. Hence, both ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high impedance anomaly was confirmed in the laboratory. An x-ray inspection of the device's header identified a broken rv wire which led to the reported high impedance anomaly.